Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 03/26/2015, belt: 01/28/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts. Per clinical review of the continuous ECG recording, the device was started up at 08:26:19 on (B)(6) 2021. The patient was in sinus bradycardia at 40 to 50 bpm with CPR/motion artifact. The patient's rhythm degraded to vf with CPR/motion artifact at 14:05:33. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient received an external defibrillation at 14:06:44. The patient's rhythm at the time of the shock was vf with CPR/motion artifact. The patient's post-shock rhythm was sinus bradycardia at 30 bpm with CPR/motion artifact. The patient's rhythm then transitioned to an idioventricular rhythm from 80 to 90 bpm with CPR/motion artifact. The patient's rhythm degraded to vf with CPR/motion artifact at 14:10:27. The patient was in vf with CPR/motion artifact and electrode lead fall off until the electrode belt disconnection at 14:17:10. CPR/motion artifact and electrode lead fall off prevented the lifevest from detecting the vf arrhythmia.